Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to successfully clear the alarm and rewind insulin pump. Customer stated that the insulin pump was passed in self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was returned for pump error 9 alarm per event date (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. Unit passed the displacement test and self-test. The history was download successfully using thus software. The history was download successfully using thus software. Pump error 41 and pump error 4 alarm confirmed on long history file on (B)(6) 2021 08:20:31.000 and (B)(6) 2021 08:21:10:000 due to hardware error. (Motor current error). Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. The following were noted during visual inspection fading serial number label. Unit was confirmed for pump error 41 and 43 alarm on long history file on (B)(6) 2021 08:20:31.000 and (B)(6) 2021 08:21:10: due to hardware error problem isolated to electronics assembly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.